Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: (B)(4) open unit. Analysis and results: there are no previous complaints of the same reference-batch. The (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. One open sample with the needle detached from the thread and the thread is still wound on the pack. Without any closed sample an analysis can not be carried out in order to make a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). The needle is looses and detaches from the thread often.